Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light cord was plugged into a stryker l11 light source and became very hot after only 30 minutes of being plugged in.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: cord very hot probable root cause: -inadequate material selection of cable -use error of resting unconnected cable on drape -use error of connecting inappropriate light source or using inappropriate light source settings -use error of using damaged device the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cord was plugged into a stryker l11 light source and became very hot after only 30 minutes of being plugged in.